Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent a cholecystectomy in 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and prosima was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to mesh exposure. It was reported that the patient underwent a diagnostic cystourethroscopy on (B)(6) 2014. It was reported that the patient underwent mesh excision as well as vaginal hysterectomy, vaginal vault suspension, a&p repair, and cystoscopy on (B)(6) 2014 due to uterine prolapse, cystocele, and mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.